Manufacturer narrative:
It was claimed that during device check it has been found that power error occurred and power control circuit board was defective. The part has been replaced. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient involvement. Manufacturer's ref. #: (B)(4).